Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture, baker grade iii" and "seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, "small amount of fluid".

Event description:
Healthcare professional reported right side no complaint. Healthcare professional later reported right side capsular contracture, baker grade iii and a "small amount of fluid" found during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma: unable to observe as it is a medical event that is not related to the device. Additional observations: one opening on posterior side assessed as surgical damage. White particles on the shell are observed. Additional, changed, and/or corrected data: a2, e1, h3, h6. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side no complaint. Healthcare professional later reported right side capsular contracture, baker grade iii and a "small amount of fluid" found during surgery. Device has been explanted and replaced.